Event description:
It was reported that the patient visited the emergency room (ER) due to high blood glucose (bg) levels of 28 mmol/l (504 mg/dl) after experiencing issues with the omnipod personal diabetes manager (pdm) could not be reset and was flashing on and off. At the hospital, the patient was placed on an intravenous (IV) drip and administered manual insulin injections.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.